Event description:
A report was received that the patient had multiple surgeries and was having pain in every part of the body. The patient underwent an explant procedure. No further information could be obtained.